Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up with several episodes of over-sensed noise exhibited by the right ventricular lead resulting in high ventricular rate alerts. Noise was not reproduced with isometric exercise. Programming interventions were discussed; however, no interventions were reported. There were no patient symptoms reported.